Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to gaining access, a baseline trace effusion was noted in the pericardium along with fluid in the transverse sinus. Right femoral access was obtained utilizing a 16f introducer. A versacross connect was utilized for trans-septal puncture. A non-boston scientific intracardiac echocardiography catheter was utilized and required several attempts before successful crossing of the septum. The watchman access system (was) and pigtail catheter were advanced into the laa. The pigtail catheter was exchanged for a 20mm watchman closure device and delivery system (wds) . The wds was deployed, recaptured, and exchanged for a 24mm wds. The 24mm wds was successfully implanted in the intended location. One (1) hour post-implant the patient experienced hypotension. A pe was observed on the right side. A pericardiocentesis was performed.